Event description:
It was reported the subject device had image ng. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes such as interoperability problems like: incompatible component. Material problems like: degradation; improper physical structure. Mechanical problems like: stress or friction; wear and tear; deformation; mechanical shock; operational problems like: device incorrectly reprocessed; failure to calibrate or used without calibrating; storage problems. These causes can occur between components such as electrical cable; capacitor; discrete electrical component; circuit chip; integrated circuit board; electrode; electrical lead/wire; adhesive; nozzle; tip; lenses; imager; locking mechanism; and protection shield without any design or manufacturing issue. That could lead to appearance issues on device. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.